Event description:
Medtronic (covidien) received information that during a cerebral arteriovenous malformation embolization procedure, the physician noticed that the onyx liquid seemed to be leaking from the marathon microcatheter radiopaque marker. It was reported that the patient's vessel was moderately tortuous. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. The device will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Related MDR MFR# 2029214-2015-00099. (B)(4).